Manufacturer narrative:
Qn# (B)(4). The customer report of cannula damage was able to be confirmed through investigation of the returned sample. The customer returned one on control coaxial biopsy tray for analysis. Signs of use were observed. Visual analysis revealed severe separation and deformation of the cannula shaft. The cannula tip showed no damage or deformation. Dimensional testing revealed the broken cannula pieces met dimensional length specifications. A device history record review was performed, and no relevant findings were identified. Additional information was requested but no response was given. Based on the customer report and the sample received, the most likely root cause is undeterminable. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "patient came in for deep bone biopsy of the sacrum and when finishing up the biopsy and went to retrieve the device is snapped off. The device was able to be retrieved after several attempts."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "patient came in for deep bone biopsy of the sacrum and when finishing up the biopsy and went to retrieve the device is snapped off. The device was able to be retrieved after several attempts."